Event description:
Follow-up information provided the patient underwent ipg replacement on (B)(6) 2018. Issue has been resolved.

Manufacturer narrative:
Exact physician has not been provided. The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient experienced a shocking sensation at the ipg pocket site. As a result, the patient underwent surgical intervention on 10 dec 2018 resulting in the procedure being abandoned (also see related MFR. Report#: 3006705815-2018-03512) due to external device displayed low battery when connecting to ipg. The physician declined to wait for another ipg and stopped the procedure.